Event description:
Physician reported that after implantation of the device involved in this report, all leads' measurements showed normal values, and the induction shock was effective. All tests were repeated according to the procedure used at the hospital. The atrial and right ventricular leads obtained an impedance > 3000 ohms, later leads measurement showed normal values for all leads.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: no anomaly identified in device operations. Reported event most probably resulted from the perturbation of the electrode-tissue physiological/electrochemical status that resulted from the shock delivery: accurate lead impedance measurement cannot be performed shortly after the shock (in the range of seconds). When the electrode-tissue interface recovers a normal physiological/electrochemical status, correct lead impedance can be measured (few minutes after the shock delivery.